Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional h11: sfxsym pds+ uni vio 18in 0 sa CT-1 - sxpp1a401 (lot: 101d98) (sxpp1a401): bilateral sfxsym pds+ uni vio 18in 0 sa CT-1 - sxpp1a401 (lot: 101d98) (sxpp1a401): lot number/lot number: 101d98 list of other j&j products (non-customer complaint products) used in the case surgery. ## *** has there been a patient or user injury report? ## no *** are there any noticeable delays? ## unknown *** if available, provide the product order number (po). ## ***

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, the suture broke during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number, d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 4. Expiration date, d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions . H6 component code: g07002 - no device problem found. C22 ¿ video investigation. B01 h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one empty labeled winding former and one needle suture in two sections outside the foil packet were received for analysis. Product code sxpp1a401. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be crushed and cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. B03 h3 investigation summary: the product was returned to ethicon for evaluation. Five representative unopened samples was received for analysis. Product code sxpp1a401. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. B30 investigation summary: according to the information received, it was reported suture broke during use. This is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the broken suture when the wearer uses it. The video is not clear to determine the force applied to the suture or suture condition. Based on the video review, the event reported is confirmed, however no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.